Manufacturer narrative:
The pump was received with constant alarms during the rewind due to an out of phase motor encoder signal. Unable to confirm no reservoir alarm or perform displacement test due to the alarms. The pump was also received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to a MRI. The insulin pump alarmed no reservoir and motion sensor test failure. The insulin pump counted up to 6 and stopped. The customer attempted to rewind but the insulin pump continued to power cycle over and over. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.